Event description:
Customer reported that a pt developed a wound dehiscence four days following colon surgery. The pt was returned to surgery in 2008 for repair. It was reported that the pt had physical therapy only a couple of days after the initial surgery. No further details were provided.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.